Manufacturer narrative:
A prepaid shipping label was sent to the consumer for the return of the product. Consumer has not returned the product.

Event description:
Consumer is alleging that his heating pad cord caught on fire. No injuries or property damages were reported with this incident.